Manufacturer narrative:
H6: investigation summary an issue with missing results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that some of their antibiotic results were not reported while running patient samples. The bd applications team communicated with the customer and assisted with the addition of the requested antibiotics to the customer database. The root cause was the antibiotics not being listed in the customer database; a customer request that was fulfilled by the bd applications team. Based on this investigation and consultation with bd applications, this is considered a customer request to add antibiotics to their system, and is therefore an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for pf1245 was reviewed and revealed two previous cases (01327689 and 01394769) related to software / database errors. Neither of these failures were related to data loss, but rather to error messages, the result of which was a replacement of the all-in-one tablet. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system produced false resistances where some antibiotics were missing on the antibiograms. There was no indication that results were reported to clinicians, and patients were not treated based on the results. There was no report of adverse patient impact. The following information was provided by the initial reporter, translated from french to english: "the client tells us that antibiotics are missing on some antibiograms erroneous results yes detailed erroneous results antibiotics are missing on some antibiograms it does not affect any treatment,"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system produced false resistances where some antibiotics were missing on the antibiograms. There was no indication that results were reported to clinicians, and patients were not treated based on the results. There was no report of adverse patient impact. The following information was provided by the initial reporter, translated from french to english: "the client tells us that antibiotics are missing on some antibiograms. Erroneous results: yes. Detailed erroneous results: antibiotics are missing on some antibiograms. It does not affect any treatment".